Manufacturer narrative:
Evaluation statement: found that worn finger on suction's complete pressure adjuster causing suction issues, also found corrosion on sub'd connector on back of unit. Unit will be sent to long term hold after evaluation. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative the fms duo+ pump was being used in a knee arthroscopy and the suction was erratic throughout the procedure. The same pump was used to complete the procedure with no consequence to the patient and no delay in the procedure. One pump will be returned by the customer.